Event description:
It was reported that during procedure the eva froze and needed to be reset in order to continue surgery. External infusion was applied to maintain pressure in the globe. The surgery took longer than anticipated as a result of this incident and we were informed that the patient experienced minor hypotony.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point. No corrective or preventive actions can be implemented until the investigation has been completed. With regard to this event, logfiles were received for review. Review of the logfiles did not reveal any anomalies regarding the reported event. Please be informed that the investigation is being continued in order to determine a (root) cause if possible. The customer was requested to provide additional information and respond on the reminders related to return of the device for investigation. Note: rational for this correction by submitting follow up 3 is due to the fact that when submitting follow up 2 the information in the document was incomplete/ incorrect.

Event description:
It was reported that during procedure the eva froze and needed to be reset in order to continue surgery. External infusion was applied to maintain pressure in the globe. The surgery took longer than anticipated as a result of this incident and we were informed that the patient experienced minor hypotony.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point. No corrective or preventive actions can be implemented until the investigation has been completed. With regard to this event, logfiles were received for review. Review of the logfiles did not reveal any anomalies regarding the reported event. Please be informed that the investigation is being continued in order to determine a (root) cause if possible. The customer was requested to provide additional information and respond on the reminders related to return of the device for investigation.

Manufacturer narrative:
In regard to this reported event an eva panel pc was returned for investigation. Investigation of the returned panel pc revealed a defective cable connector. Due to the defective cable connector, the connection between the touchscreen and the panel pc's mainboard could not be established correctly which resulted in the reported unresponsiveness of the touchscreen. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Based on the investigation results it was determined that the reported event is attributable to component failure of the touchscreen cable. The cause of the reported hypotony remains unknown but might be attributable to a use error during restart of the eva surgical system (e.g. No placement of the closure valves in the trocars during restart of the eva, too low iop prior to restart of the eva surgical system). The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
It was reported that during procedure the eva froze and needed to be reset in order to continue surgery. External infusion was applied to maintain pressure in the globe. The surgery took longer than anticipated as a result of this incident and we were informed that the patient experienced minor hypotony.

Manufacturer narrative:
The product has been returned for investigation. Investigation of the product confirmed that the tyvek lid on the blister was no longer properly sealed. DHR review did not reveal any anomalies. Through systematic investigation of the identified potential contributors or causes , all but two factors were excluded as potential contributors to the root cause of the reported event. The remaining potential factors to cause the reported complaint are handling and temperature during distribution. Based on the outcome of the investigation performed we are confident that when products are [?]handled with care' (i.e. Consistent with normal transport conditions) during transport the seal integrity will not be compromised to a degree that products will not meet specification. However, the product subject to the reported event was shipped under conditions while outside temperature conditions on-route during the actual transport to those end customers have likely been around or in most cases even below freezing point. Further investigation into the effect of handling in combination with low temperatures on the seal quality is ongoing. No corrective or preventive actions can be implemented until the investigation has been completed. Further investigation into the effect of handling in combination with low temperatures on the seal quality is ongoing. Specifically mobile monitoring equipment has been received. Collection of data on temperature and potentially unintended high handling forces during transport to the related customer will be initiated. Results will be included in the final report.

Event description:
We were informed that the tyvek lid on the blister is not properly sealed. The product has not been used. No patient harm occured.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point.

Event description:
It was reported that during procedure the eva froze and needed to be reset in order to continue surgery. External infusion was applied to maintain pressure in the globe. The surgery took longer than anticipated as a result of this incident and we were informed that the patient experienced minor hypotony.